Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the blood tubing leaked after an ail (air-in-line) alarm occurred. The "plasma splattered, and the plasma went into a nurse's eyes." The customer stated, "the nurse went to our associate first aid." And no other details were given. No patient or nurse harm was reported as a result of the event.

Manufacturer narrative:
Concomitant products: 250ml bag of 0.9% sodium chloride injection usp (baxter healthcare; lot y017210, exp oct17); ab rh positive plasma bag; therapy date (B)(6) 2016. The customer¿s report of a separated and leaking IV set was confirmed. Visual examination observed that the silicone pump segment had become separated from the lower fitment. The lower retainer ring remained in place, which allowed for the pump segment to be manually re-attached in order to test the functionality of the set. Throughout investigational testing, the set was functioning effectively, and no separation or leaking was observed. The root cause of the separation could not be determined.